Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced ongoing blood glucose (bg) levels of 40 mg/dl. Reportedly, customer was using manual injections, in conjunction with corrections boluses on pump. Additionally, customer was new to the pump and did not understand how the pump works. Bg was addressed via consumption of carbohydrates. The customer was instructed to consult with healthcare provider regarding bg level. System check with tandem technical support confirmed the pump was functioning as intended.